Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. Based on the provided information, a steepening on the anterior surface of the cornea could be seen clearly. This is significant on the anterior sagittal map and also on the anterior elevation maps. Since the doctor used a brush and or hockey knife to remove the epithelium, it could be possible that either some of the epithelium was not removed or there could be a part of epithelium is not cleaned on that area. The optical coherence tomography (oct) images shown a tissue reaction on that specific area. The root cause of the problem is not related with the laser system since there are no other similar issues reported related with the lasers on the day of the event and the system meets the technical specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An orthoptist reported an unexpected result post photo refractive keratectomy (prk). The refraction on the left eye post-operatively did not correspond with the expected result. Additional information has been requested.